Event description:
This lead was implanted on (B)(6) 1997 and was capped on (B)(6) 2011 due to consistent 200 to 300 impedance readings and thresholds 1.6 to 2.0. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).